Manufacturer narrative:
H.6 investigation summary: 133 samples received for investigation, 20 samples were evaluated and tested for leakage, sustaining force, and molding defects in barrel, plunger, and stopper. During the tests performed, no attributable problems were detected with the defects reported by the client, the samples analyzed were compliant . A DHR was performed. Both lots were inspected and approved in accordance with current work instruction with satisfactory results for the characteristics required for approval. Additionally 113 samples were visually analyzed, no defect observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "3ml syringe was leaking and has no resistance on the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8318740. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-02-23. Medical device lot #: 9015820. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "3ml syringe was leaking and has no resistance on the plunger."